Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to seeing spots and shadows with the lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned. Solution was on the lens. The lens was cleaned with lphse for further evaluation. The lens appears clear. The optic is cut into two pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified handpiece. The product investigation could not identify a root cause for the reported complaint of "seeing spots and shadows". Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).